Manufacturer narrative:
The reported event of device completed manufacturing and shipped without the atrial setscrew in the cavity was not confirmed. Analysis revealed the user was stripping the setscrew inset leaving behind the metal stripped from the setscrew on the bottom and inner side of the septum. The stripped metal from the setscrew is indication the setscrew was present and in place at the start of the procedure. The setscrew cannot be tightened while it is being stripped. The user then forced the wrench down into the setscrew inset still trying to tighten the setscrew which stuck the wrench in the setscrew. When the user pulled the wrench out of the device through the septum the stuck setscrew came out with it. The trail of stripped metal from the setscrew was left on the bottom and inner side of the septum. The user was not aware the setscrew came out of the device stuck to the wrench tip. This problem was caused by the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the set screw was missing when the atrial lead was being connected to the device during implant. The device was explanted and replaced to resolve the event and the patient was in stable condition.